Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient changed the set and experienced high blood glucose and subsequently, next day, the patient was hospitalized with blood glucose level of up to 441 mg/dl and diabetic ketoacidosis due to bent cannula. Prior to hospitalization, the patient had attempted correction bolus on the pump, did exercise and drank lots of water. The patient felt very cold, nauseated, vomited at the hospital and had pain in abdomen. Reportedly, the patient was using infusion since set for one day. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.